Event description:
It was reported the patient had difficulties with recharging the device. X-rays confirmed the device had not flipped. The battery had overdischarged and a hard reset had been performed "at least 6 times", the battery would no longer accept a charge. The device was replaced. No symptoms were reported. The patient recovered without sequela.

Manufacturer narrative:
Final device analysis results revealed the device was overdischarged and permanently damaged.